Event description:
On march 2006 the lay user/patient contacted lifescan alleging that the one touch ultra that was not out of the box was displaying three dashes upon powering on. The patient was getting low meter readings but also reported that the meter was "not working." Her son called the paramedics and the paramedics treated the patient with glucose through an IV (type/dosage unknown). Prior to receiving medical attention, the patient took glucose tablets. The customer care advocate walked the patient through troubleshooting but the issue was not resolved. The meter, test stripss, and control solution were replaced. The medical affairs specialist sent a letter on march 31, 2006 since the patient cannot be reached by telephone. It would be helpful to obtain the following: the patient's "low" meter readings, if the patient had any low blood sugar symptoms before or during the time meter was not working, when the patient first noticed the "3 dashes" issue, if the patient made any changes to her diabetes management due to the inability to test, if the glucose tablets helped relieve her symptoms when the paramedics arrived and if the patient's blood glucose was tested by the paramedics. This complaint is being reported because the patient was unable to test while experiencing low blood sugar symptoms and then required glucose treatment from the paramedics.